Manufacturer narrative:
No clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The clinic reported that a pt underwent uneventful prk laser vision correction in the left eye (os) on (B)(6) 2011 and presented at a post-op exam 2 days later with an infiltrate in the os. The pt was started on fortified vancomycin 25mg and polytrim four times a day os. On the last post op exam of (B)(6) 2011, the doctor noted that the pt has a resolving keratitis in both eyes with an infiltrate in the os. The pt's visual acuity is 20/50+ od, 20/30 os.